Event description:
Reportable based on device analysis completed on (B)(4) 2015 it was reported that insertion difficulty occurred. A 12mm x 20cm interlock¿ was used to treat in the left renal artery aneurysm. During introduction, the coil was advance into the rotating hemostatic valve (rhv). However, the tip of the coil didn't firmly seated in the rhv and the coil was deployed inside rhv. The procedure was completed with another with the same device. No patient complications were reported and patient's condition was stable. However, device analysis revealed that the pusher wire was broken.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a pusher wire, introducer sheath and dispenser coil were returned for analysis. However, the coil was not returned. A visual inspection was performed. The dispenser coil was inspected and no anomaly was noted. The introducer sheath was inspected and no anomaly was noted. The twist lock had been opened. The pusher wire was kinked and stretched at the distal end. The core wire of the pusher wire was broken between the distal solder joint and the mid solder joint. A microscopic inspection was performed. The interlocking arm of the pusher wire was inspected and no damage noted. The dimensions that could be measured were found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).